Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving dilaudid 20 mg/ml for a total dose of 4.2mg/day down to 0.127 mg/day (minimum rate) via an implantable pump for non-malignant pain. It was reported the a patient was unresponsive this morning and the patient's husband was unable to wake the patient. It was unknown what environmental/external/patient factors may have led or contributed to the issue. It was noted that the pump was placed to minimum rate. It was noted that the patient has not had issues with their pump. Their last refill was on (B)(6) 2019. It was noted that they went to sleep last night and they were unable to wake the patient in the morning. The patient was in the emergency room (ER). It was noted that the patient became awake and alert after dose of narcan. The hcp spoke to another hcp and it was decided to place the pump at minimum rate, admit the patient, and medically manage their pain and symptoms. The pump was updated to minimum rate per ER hcp. It was noted that the issue was resolved at time of report. The patient's status at time of report was alive- no injury. Patient's medical history included back and neck pain. The patient's weight was (B)(6) pounds. The event date was (B)(6) 2019. No further complications were reported/anticipated.